Event description:
It was reported that the patient presented to clinic for a routine follow up. Upon interrogation the pulse generator exhibited premature battery depletion. The device was explanted and replaced.